Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® blood transfer device holder with female luer adapter separation of the sleeve btd. The following information was provided by the initial reporter. The customer stated: ¿this is a report about separation of the sleeve of btd. The customer reported as follows: during blood transfer from a syringe into terumo's tube by using btd, the film stopper of the terumo's tube was broken and the sleeve of btd was trapped into the tube."

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-10-06. H6: investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the sleeve of the blood transfer device (btd) was observed to be caught in the terumo blood collection tube. The terumo containment device (blood collection tube) used in conjunction with our btd and other acquisition products may result in incompatibility due to the design of the closure of the tube. Other stopper designs in rare cases can trap the btd sleeve, causing it to pull off or be trapped and exposing the non-patient (np) needle. Without the sleeve in place, leakage occurs. This closure design is not as robust as the bd tubes in which the closure is a soft rubber stopper material which does not allow the sleeve to get caught or hung up. The sleeve compresses on top of the stopper allowing np needle to pierce through stopper material allowing blood flow. Once removing the tube from the np end, the sleeve then safely retracts back over the np needle (without any leakage) allowing the phlebotomist the opportunity to transfer another tube safely for collection. Additionally, 48 retention samples from bd inventory were evaluated by visual examination and the issue of sleeve separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve separation. Bd determined that the root cause of the indicated failure mode was attributed to incompatibility between the terumo blood collection tube and blood transfer device. H3 other text: see h10.

Event description:
It was reported when using the bd vacutainer® blood transfer device holder with female luer adapter separation of the sleeve btd. The following information was provided by the initial reporter. The customer stated: ¿this is a report about separation of the sleeve of btd. The customer reported as follows: during blood transfer from a syringe into terumo's tube by using btd, the film stopper of the terumo's tube was broken and the sleeve of btd was trapped into the tube."